Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs revealed a single event of total power failure in the device. It was determined that the power failure event was most likely due to an error in the battery screening process. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. There was no patient injury reported as a result of this incident.